Event description:
It was reported that this right ventricular lead exhibited noise. All other measurements are within normal limits. Is was suspected that the lead was affected by a recent unrelated procedure performed on the patient. It was decided to continue monitoring the patient. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received that this right ventricular lead is still exhibiting noise and subsequently tachy therapy was turned off as a result. At this time this lead remains in service. No further adverse patient effects were reported.